Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that the patient advocate contacted boston scientific technical services (ts) with concern that the device was beeping. Ts advised the advocate to bring the patient into the clinic for evaluation, however, the field representative was unable to locate any evidence that the patient was ever seen. Three months later, the patient advocate contacted ts and stated that the device was once again beeping. Ts once again advised the advocate to bring the patient into the clinic for evaluation. Additional information was received from the field representative that the device was explanted two and a half weeks later for concern over premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.